Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device.

Manufacturer narrative:
(B)(4). The complaint device was not received for evaluation. However, the receiver (sm40774100) was returned for evaluation on 3/26/2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (mt20649/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal.